Manufacturer narrative:
Sensor 0m000f14y1w has been returned and investigated. Visual inspection was performed on the returned applicator and no damage was observed. The applicator was fired correctly. The applicator was opened and the sharp was inspected, no issue were observed. Visual inspection was performed on the returned sensor pack and no damage was observed. The lid was not completely peeled off. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was properly seated. Visual inspectionw as performed on the sensor plug, no failure modes were observed. The issue is not confirmed due to an incorrect assembly method as the lid of the sensor pack was not completely peeled off. No malfunction or product deficiencies were observed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer experiencing bleeding and pain after the adc freestyle libre sensor insertion. It was further reported the customer required third-party assistance to remove the sensor, clean and disinfect the sensor insertion site and insert another sensor. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer experiencing bleeding and pain after the adc freestyle libre sensor insertion. It was further reported the customer required third-party assistance to remove the sensor, clean and disinfect the sensor insertion site and insert another sensor. No further information was provided. There was no report of death or permanent impairment associated with this event.